Event description:
It was reported the rv (right ventricular) lead impedance decreased since implant. Sensing and thresholds were ok. The lead remained in use. Additional information was later received reporting the rv lead was replaced due to "progressive dysfunction;" no sensing capabilities and low impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.